Manufacturer narrative:
Date of birth: patient was born in (B)(6).

Event description:
It was reported that intrastent stenosis occurred. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). The patient underwent treatment with a 6x60x130 innova stent on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa). The target lesion had a reference vessel diameter of 6mm both proximally and distally, and was 30mm long. The target lesion was 99% occluded. The innova stent was successfully implanted. Post-dilatation was performed using an unspecified balloon and residual stenosis was 0%. No thrombus was seen in treated vessel at the end of the procedure. On (B)(6) 2018, the patient was diagnosed with intrastent stenosis at the distal portion of the stent. No further action was taken. The investigator assessed this event as probably related to the index procedure and the innova stent and as anticipated event. The event was assessed as ongoing.

Event description:
It was reported that intrastent stenosis occurred. The patient was enrolled in the eminent clinical study with the patient identifier of 1460-emi-006. The patient underwent treatment with a 6x60x130 innova stent on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa). The target lesion had a reference vessel diameter of 6mm both proximally and distally, and was 30mm long. The target lesion was 99% occluded. The innova stent was successfully implanted. Post-dilatation was performed using an unspecified balloon and residual stenosis was 0%. No thrombus was seen in treated vessel at the end of the procedure. On (B)(6) 2018, the patient was diagnosed with intrastent stenosis at the distal portion of the stent. No further action was taken. The investigator assessed this event as probably related to the index procedure and the innova stent and as anticipated event. The event was assessed as ongoing. It was further reported that lower limb doppler ultrasound was performed revealing tight in-stent restenosis in the mid portion of the stent implanted in the right distal sfa on (B)(6) 2018. The stenosis moderately impacted the downstream flow that remained but with less amplitude. The patient experienced increasing severity of claudication. On (B)(6) 2020, the patient was hospitalized for treatment. On (B)(6) 2020, angioplasty was performed to treat the event. The event was considered resolved and the patient was discharged from the hospital. It was further reported that on (B)(6) 2020, the 73% stenosis in right distal sfa which was 35 mm long with a reference vessel diameter of 6 mm was treated with drug coated balloon angioplasty and atherectomy, resulting in 0% final stenosis.

Manufacturer narrative:
A2: date of birth: patient was born in 1939.

Manufacturer narrative:
A2: date of birth: patient was born in 1939.

Event description:
It was reported that intrastent stenosis occurred. The patient was enrolled in the eminent clinical study with the patient identifier of (B)(6). The patient underwent treatment with a 6x60x130 innova stent on (B)(6) 2018. The target lesion was located in the right distal superficial femoral artery (sfa). The target lesion had a reference vessel diameter of 6mm both proximally and distally, and was 30mm long. The target lesion was 99% occluded. The innova stent was successfully implanted. Post-dilatation was performed using an unspecified balloon and residual stenosis was 0%. No thrombus was seen in treated vessel at the end of the procedure. On (B)(6) 2018, the patient was diagnosed with intrastent stenosis at the distal portion of the stent. No further action was taken. The investigator assessed this event as probably related to the index procedure and the innova stent and as anticipated event. The event was assessed as ongoing. It was further reported that lower limb doppler ultrasound was performed revealing tight in-stent restenosis in the mid portion of the stent implanted in the right distal sfa on (B)(6) 2018. The stenosis moderately impacted the downstream flow that remained but with less amplitude. The patient experienced increasing severity of claudication. On (B)(6) 2020, the patient was hospitalized for treatment. On (B)(6) 2020, angioplasty was performed to treat the event. The event was considered resolved and the patient was discharged from the hospital.